Manufacturer narrative:
Evaluation results indicate the broken device is of the old design. Design changes have increased the reliability and durability of this instrument.

Event description:
The gamma target device broke into two parts. This event did not cause any adverse consequence to the pt or surgical delay.